Manufacturer narrative:
The device is distributed outside the us and no gudid information exists.

Event description:
An incident occurred while using the maxi 500 lift together with the loop sling ¿ padded legs. It was reported that the resident slid through the sling and fell, hitting their head on the floor. The resident subsequently passed away.